Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. The pump passed the stop current and run current tests. Unable to perform the self test, off no power, unexpected restart, displacement, prime, occlusion and no delivery tests due to the motor error alarms. The pump had a cracked case at the display window corner, minor scratches on the and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. No further details given.